Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use in unk. The customer contact identified five possible lot number (plots). The possible lot numbers are 130255h, 140315h, 150365h, 220995h and 240995h. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time after priming was complete, the customer contact reported that an unspecified volume of solution leaked from the air vent on the piercing pin of the tubing set. It was reported that the cap of the air vent on the piercing pin was closed. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.